Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. During the onsite evaluation, the circulation pump was found to be defective. This was confirmed at the depot. Replaced circulation pump. Device passed applicable tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was defective in an arctic sun device, the used circulation pump was (doa), the fluid delivery line (fdl) was without connector and the temperature in cable had a loose contact. Per review of wo on 09may2023, calibration and functional check passed. Per follow up information received via email on 10may2023, this was done onsite in the hospital by hospitec. Paperwork was uploaded so could see what was done to do the repair. No patient involvement. As per smx service paperwork, fluid delivery line (edl) also noted to be faulty. Per investigator notification received on 21jul2023, it was reported that the defective circulation pump found during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the level sensor was defective in an arctic sun device, the used circulation pump was (doa), the fluid delivery line (fdl) was without connector and the temperature in cable had a loose contact. Per review of wo on 09may2023, calibration and functional check passed. Per follow up information received via email on 10may2023, this was done onsite in the hospital by hospitec. Paperwork was uploaded so could see what was done to do the repair. No patient involvement. As per smx service paperwork, fluid delivery line (edl) also noted to be faulty. Per investigator notification received on 21jul2023, it was reported that the defective circulation pump found during evaluation.